Manufacturer narrative:
Additional information, b5: upon follow-up, it was reported that the patient has recovered from the peritonitis event. Correction, b3: the correct date of event is 01/17/2024. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. A day after the event onset, the patient was hospitalized and treated with vancomycin injection (1gm, intraperitoneal, every 72 hours, discontinued) and amikacin injection (100mg, intraperitoneal, each bag, discontinued) for peritonitis. Two days after the event onset, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.